Manufacturer narrative:
Received 1 used set of 4 arcticgel large pads only. Visual inspection noted no obvious defects. Further visual evaluation noted no manufacturing deficiencies found on the returned kit. The pads were submitted to the flow rate test. The pad were connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowing, see details below: * left chest pad: a total of 1.95 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over-lamination * left thigh pad: a total of 3.50 l/min m2 of flow rate were registered during the test * right chest pad: a total of 1.09 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over-lamination * right thigh pad: a total of 1.27 l/min m2 of flow rate were registered during the test, noted that this pad was crushed due to over-lamination according the test method, the flow rate is unacceptable on the left chest, right thigh and right chest pads due to the crushed pads because of over-lamination, the other pad was found acceptable. For this product the test method required that the flow must be above 2.4 l/min m2. The complaint is confirmed as manufacturing related for the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arcticsun gel pads gave low flow during patient therapy. The pads were changed, and therapy was restarted.